Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stent implantation procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment of a stricture due to stomach cancer. The stricture was 7cm in length and located from the pylorus to the duodenum. The patient anatomy was noted to be normal and the stricture was not dilated prior to stent placement. During the procedure, the stent system was advanced over a guidewire and positioned at the target area. The physician began deployment of the stent under fluoroscopy as the stent system could not be visualized endoscopically. With the stent partially deployed, the physician verified the stent was in the desired position and that the stent delivery system was advanced from the end of the endoscope. The physician then deployed the stent and removed the delivery system prior to ensuring that the stent had fully released. It was noted that the outer sheath was not closed to the tip of the device prior to withdrawal. No resistance was encountered when removing the delivery system. Following removal of the delivery system, the physician used the endoscope to check the position of the stent; however, the stent was not present in the patient anatomy. The endoscope was removed from the patient and the stent was found within the scope when the channel cap was removed. The procedure was completed with another wallflex enteral duodenal stent system. The physician believes that the stent must not have been fully deployed when the delivery system was removed from the patient. No visible damage was noticed to the stent or the stent delivery system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was fully deployed. An examination of the deployed stent found no anomalies. It was noticed that the outer sheath was fully retracted. There was no issue with the movement of the outer sheath. An examination of the inner shaft and stent holder found no anomalies. In addition, a visual and tactile examination of the shaft of the device found no anomalies. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu) / product label. The complainant reported that the delivery system was removed opened from the endoscope. However, the dfu states the following: "after the stent is correctly positioned and fully deployed, the delivery system should be closed, by pushing the exterior tube handle forward, and removed." "Caution: if the delivery system is not fully closed prior to withdrawal, there is a possibility that the tip of the delivery system will get caught in the stent." In addition, the complainant reported that the delivery system was removed without verifying that the stent had been released under fluoroscopy. However, the dfu notes, "use of fluoroscopy is recommended. Not using fluoroscopy can result in misplacement of the stent." Based on the evaluation conducted and the details of the complaint, the most probable root cause classification is user/use error.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the reported event of stent deployed prematurely. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stent implantation procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment of a stricture due to stomach cancer. The stricture was 7cm in length and located from the pylorus to the duodenum. The patient anatomy was noted to be normal and the stricture was not dilated prior to stent placement. During the procedure, the stent system was advanced over a guidewire and positioned at the target area. The physician began deployment of the stent under fluoroscopy as the stent system could not be visualized endoscopically. With the stent partially deployed, the physician verified the stent was in the desired position and that the stent delivery system was advanced from the end of the endoscope. The physician then deployed the stent and removed the delivery system prior to ensuring that the stent had fully released. It was noted that the outer sheath was not closed to the tip of the device prior to withdrawal. No resistance was encountered when removing the delivery system. Following removal of the delivery system, the physician used the endoscope to check the position of the stent; however, the stent was not present in the patient anatomy. The endoscope was removed from the patient and the stent was found within the scope when the channel cap was removed. The procedure was completed with another wallflex enteral duodenal stent system. The physician believes that the stent must not have been fully deployed when the delivery system was removed from the patient. No visible damage was noticed to the stent or the stent delivery system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.